Event description:
It is reported that the device was implanted in 2008, and that the patient was revised in 2009, due to a loose device.

Manufacturer narrative:
The probable cause of this complaint / device failure cannot be determined due to a lack of information. Parts, x-rays, or surgical notes were not provided. It is possible that poor bone quality of the patient may have contributed. Poor bone quality would lead to both inadequate purchase of the bone screw into the acetabulum and inadequate press-fit of the tm modular shell. These factors could lead to implant loosening. Poor bone quality is also suggested because typically, if bony ingrowth is found on an acetabular component, it was well-fixed, but in this case, the acetabular component was found loose, even with the bone screw for additional fixation and further supported by the fact that it was revised after only 8 months in vivo. However, the exact cause cannot be determined without further substantial information. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.